Event description:
It was reported that the lead was attempted but could not be implanted due to the patient's coronary sinus (cs) anatomy. The lead was removed, and a different lead model was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.